Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4).the dentist reported that almost 7 months after the dental implant was installed in intraoral region #3 it was verified its loss of osseointegration. 40 ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type iii and perforation of the sine membrane has happened during surgery.